Manufacturer narrative:
D.2. Additional medical device type: nsu, ouy, pqa a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd vaginal panel on bd cor system, a false positive patient result for all targets (candida group, candida glabrata, candida krusei, and trichomonas vaginalis) was obtained. Sample was repeated on bd max¿ system and was only positive for c. Glabrata. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using bd cor¿ vaginal panel (ref. 443976) from lot 4289100 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Review of the manufacturing records of individual kit lots components indicates that those lots were manufactured according to specifications and met performance requirements. Customer suspected false positives results when a sample gave positive results for all the targets for the second master mix using bd cor¿ vaginal panel assay, but when repeated on a bd max¿ instrument, the sample tested positive only for the cgla target. Run file from bd cor instrument crm0119, containing the suspected sample, was received for investigation and analysed. Manual pcr curve adjudication was done to sample abot4, identified as the problematic sample by the customer. Targets in the bottom position of the cartridge, namely cgroup (rox channel), ckru (cy5 channel), cgla (vic channel), tv (fam channel) and the internal control (cy5.5 channel) all showed many step dislocations and atypical curves without sigmoidal shape. It is unlikely these are the result of true amplification. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on the bd cor¿ vaginal panel lot used by the customer. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of bd vaginal panel on bd cor system, a false positive patient result for all targets (candida group, candida glabrata, candida krusei, and trichomonas vaginalis) was obtained. Sample was repeated on bd max¿ system and was only positive for c. Glabrata. There was no report of patient impact.